Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm during the night. Customer tried clearing it and resuming insulin; however, temperature alarm recurred. Customer reported elevated blood glucose (bg) levels in the 200's (mg/dl). Customer indicated back up therapy is currently being used.